Manufacturer narrative:
(B)(4). Device evaluation: complaint device was returned for evaluation. The plunger component was observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed. The pushrod was observed advanced to the cartridge tip. The lens was not returned, only the insertion device was received. There is no indication that the reported capsule opened is related to a manufacturing defect of the pcb00 insertion device. The complaint cannot be confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. During manufacturing process, lenses are 100% cleaned and inspected at 10x microscope magnification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A search on historical complaint data for reported "capsule tear" were reviewed and the results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was removed from patient's left eye during the same surgery due to opened capsule. Patient required vitrectomy and incision enlargement. Reportedly, patient has no contributing medical history. Patient is in good condition. The iol was replaced with a sulcus lens. No further information was provided.